Manufacturer narrative:
The device was evaluated by a field service rep. This report will be updated when the eval is reviewed.

Event description:
It was reported that when the customer plugged in the neptune to dock it after a procedure the power cord sparked and burnt the plug. There were no adverse consequences in this event.